Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, there was an issue with the cartridge. There was no patient safety issue. Additional information has been requested. There are four medical device reports associated with this report. This is 2 of 4.

Manufacturer narrative:
. The company cartridge was not returned for evaluation. Photos were provided. It could not be determined which cartridge was for this file. The first photo showed the back of company cartridge pouches. The pouches had various creased areas visible. Three of the pouches had dates written on them. The second photo was of three cartridges. The view was from the bottom. Unable to determine if the cartridges were placed in a handpiece from this view. The texture of the background material makes it difficult to discern details. The first cartridge tip appeared to be damaged, either bent or split. The second cartridge has glare at the tip. Unable to determine if damaged. The third cartridge has a severe damage to the tip. The tip was smashed and bent sideways. The third photo showed two cartridges being held by an ungloved hand. The first cartridge was only visible from mid nozzle to the tip. The end of the tip was bent downward. The second cartridge was visible from the nozzle entry are to the tip. The tip appears slightly bent. The fourth photo showed a cartridge held by an ungloved hand. This cartridge had a severely damage tip. This tip was smashed and bent downward. Product history records were reviewed and documentation indicated the product met release criteria. The root cause could not be determined for the reported damage. The company cartridge was not returned for evaluation. Photos were provided, which showed damaged cartridge tips. The damage went from a slight bend to severely damaged tips. It cannot be determined which of the pictured cartridges was for this file. All company cartridges are 100 percenage inspected for cosmetic attributes and the damage exhibited in the photos would not have met company release criteria. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. The obvious nature of the damage and the extreme pressure needed to create it makes it unlikely that product would have left the company facility in this condition. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).